Event description:
It was reported that the gastrointestinal videoscope had vertical lines appear. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). E1: customer address customer address (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the noise image was the damaged charged coupled device unit, additionally, the most probable cause of malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.